Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that a patient previously implanted afx device (implanted date is unknown) presented at a different hospital with a type iiia endoleak. A secondary procedure was performed where a non-endologix (gore) stent was used to resolve the endoleak; however, the patient's abdominal aortic aneurysm (aaa) ruptured and the patient expired. The cause of the ruptured aaa is unknown. Endologix has contacted the hospital, the physician, and the gore representative that was present during the secondary procedure for additional information; however, these requests were denied.

Manufacturer narrative:
The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain the patients information but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. However, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.